Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving sufentanyl w with an unknown dose and concentration via an implantable pump for spinal pain. It was reported a motor stall was seen at initial interrogation and the patient did not recently have a magnetic resonance imaging (MRI). Pump status and/or event log reports motor stall occurred and the stall was active. Stopped pump period may exceed tube set was also in the pump status and/or event logs. It was reviewed to consider pump replacement, consider programming to minimum rate, and to cover patient with non-pump medication. It was noted troubleshooting could not be done due to lack of access to product. No symptoms were reported. The event date was noted as (B)(6) 2017. It was later reported on (B)(6) 2017 manufacturer representative called in for the same issue and stated that the pump first stalled on (B)(6) 2017, but recovered in a couple of hours. It was stated the pump stalled again on (B)(6) 2017 and tube set occurred on (B)(6) 2017. Same recommendations were considered and rep provided patient's name and drug (sufentanyl). It was noted the provider will not have further information until more decisions are made on what they decide to do. The patient information was already given regarding the serial number. The pump was put into minimum rate and patient will be assessed by the healthcare professional at a later date. No further information was known.

Manufacturer narrative:
Recall: z-0497-2013 no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the company representative, the pump was refilled on (B)(6) 2017 and they silenced the alarms, 10 minutes after the pump refill the motor stall recovered and they have not heard any alarms since and logs show no events since that time. No further complications were reported.